Manufacturer narrative:
The other devices listed in this report: cat # mmh-9988-0050, lot # fm061493, description: mitch trh md hd sz50+0, manufacturer: depuy. Cat # mac-9988-5056, lot # fm059966, description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the patient who had been implanted with a mitch accolade combination was revised due to a broken femoral component. The customer further reported a non traumatic trunnion fracture of the right hip. Update 02/april/2019: as reported on pi intake form: "metal on metal thr, large head (mitch) on accolade I stem. Good function over many years. Intermittently raised cobalt ion levels post 2014. Effusion, 2015 on mars scan. Developed a 'click' in late 2018. Developed acute leg pain on (B)(6) 2019, no trauma. Trunnion fracture. Extensive metallosis, osteolysis and alval at revision surgery (B)(6) 2019.

Manufacturer narrative:
An event regarding fretting/disassociation involving an accolade stem was reported. The event was confirmed through material analysis of the returned device and clinician review of the provided x-rays. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 17 july 2019 which indicated: biological material was observed on all surface examined. Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. A material analysis has been performed. The report concluded: the wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray shows a broken trunion, disassociated hip; need operative reports, clinical and past medical history and serial x-rays and pathology report. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar), dated 17 july 2019 which indicated: biological material was observed on all surface examined. Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. A material analysis has been performed. The report concluded: the wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records by a clinical consultant stated the following comment: x-ray shows a broken trunion, disassociated hip, the exact cause of the event cannot be confirmed as insufficient information was provided. Additional information such as operative reports, clinical and past medical history as well as serial x-rays and pathology report are required for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient who had been implanted with a mitch accolade combination was revised due to a broken femoral component the customer further reported a non traumatic trunnion fracture of the right hip. Update 02/april/2019: as reported on pi intake form: "metal on metal thr, large head (mitch) on accolade I stem. Good function over many years. Intermittently raised cobalt ion levels post 2014. Effusion, 2015 on mars scan. Developed a 'click' in late 2018. Developed acute leg pain on (B)(6) 2019, no trauma. Trunnion fracture. Extensive metallosis, osteolysis and alval at revision surgery (B)(6) 2019.